Manufacturer narrative:
It was noted this lead would not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was later received that the noise was oversensed. Additionally, the impedance measurements had decreased from 550 ohms to 250 ohms. Therefore, an insulation issue was suspected. A lead revision procedure was scheduled. No adverse patient effects were reported.

Event description:
Information was later received that this lead was explanted and insulation damage was noted. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow-up appointment noise was noted on stored egms. No inappropriate therapy was provided and no pauses in pacing greater than two seconds. The patient is not dependent. The noise was reproduced causing suspicion of a lead conductor issue. The device was programmed with a longer tachy duration time to prevent potential inappropriate therapies. No adverse patient effects were reported.